Event description:
A report was received that following an implant procedure, the patient was experiencing a new pain in the lower right flank. It was noted that the pain was muscular in nature. The patient was prescribed with flexeril to help with the muscle spasms.

Manufacturer narrative:
Additional information was received that muscle spasm was not device related nor procedure related and cause was unknown. The patient was given a trigger point injection as needed per physician.

Event description:
A report was received that following an implant procedure, the patient was experiencing a new pain in the lower right flank. It was noted that the pain was muscular in nature. The patient was prescribed with flexeril to help with the muscle spasms.